Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of an erroneous high result for 1 patient sample tested for elecsys cea assay (cea) on a cobas 8000 e 602 module. The initial result was 159.6 ng/ml. The sample was repeated twice with results of 3.9 ng/ml and 3.8 ng/ml. The erroneous result was not reported outside of the laboratory. There was no allegation that an adverse event occurred. The cea reagent lot number and expiration date were not provided. The customer was not having issues with any other tests or patient samples. Based on the limited data provided, the investigation did not identify a product problem. The cause of the event could not be determined.